Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy with essure") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depressed"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and anxiety ("anxious"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, depression, dysmenorrhoea, menorrhagia and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device location of device: never located") and pregnancy with contraceptive device ("pregnancy with essure/pregnancy (termination),") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), eye disorder ("vision/eye problems"), alopecia ("hair loss"), dental caries ("dental problems-tooth decay") and visual impairment ("vision/eye problems"). On (B)(6)2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), depression ("depressed"), menorrhagia ("menorrhagia") and anxiety ("anxious"). The patient was treated with surgery (hysterectomy(partial), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, depression, dysmenorrhoea, menorrhagia, anxiety and dental caries outcome was unknown and the dyspareunia, eye disorder, alopecia and visual impairment had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, anxiety, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new events migration of essure device location of device: never located, dental problems-tooth decay, dyspareunia (painful sexual intercourse), vision/eye problems, hair loss, did not undergo confirmation test were added. Outcome of pregnancy changed from pregnancy ongoing to elective abortion. New reporter, patient information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy with essure") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depressed"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and anxiety ("anxious"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, depression, dysmenorrhoea, menorrhagia and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.